Manufacturer narrative:
Further investigation was performed by the engineers in the manufacturing site. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. This event does not allege a labeling non-conformance/deficiency, a use related issue with a hazardous situation, or a device related infection and there is no evidence of product failure with regard to design, reliability, or use error. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including left ventricular hypertrophy.

Manufacturer narrative:
H10 manufacturer narrative: the valve was sent to our product evaluation laboratory for a full evaluation. X-ray demonstrated wireform intact. No visible inconsistencies were observed on the valve. Wireform exposed on commissure 3 on the outflow aspect. Customer report of "ventricular posterior wall rupture" could not be confirmed through visual observation of the returned device. The investigation is still in ongoing; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient had a left ventricular posterior wall rupture 3 days after surgical operation. As reported, the patient was admitted to the hospital with episodic chest tightness and was diagnosed with triple-valvular disease (aortic calcification, mitral regurgitation and tricuspid regurgitation) and acute exacerbation of chronic heart insufficiency, combined with left ventricular outflow tract stenosis caused by left ventricular hypertrophy. Thus, biological aortic valve replacement, biological mitral valve replacement, tricuspid annuloplasty, and left ventricular outflow tract dredging were performed. Reportedly, no abnormalities related to the use of the edwards mitral valve were found during procedure. After procedure, the patient was sent to csicu for intensive care treatment were the patient was responding well with stable recovery. However, 3 days after the surgery, a large amount of drainage suddenly occurred (bloody fluid) and the patient returned to csicu urgently requiring cardiopulmonary resuscitation and transferring to the operating room. Reportedly, during thoracotomy and exploratory surgery, the left ventricular posterior wall was worn and partially ruptured at the corresponding positions of the two valve frames of the edwards mitral bioprosthetic valve. The valve was explanted and a mechanical valve was implanted in replacement. The patient went back to the csicu after the operation, and was in a coma, requiring mechanical ventilation, intra-aortic balloon pump (iabp) and large dose of vasoactive drugs. The cardiogenic shock persisted and finally the patient passed away two days post reintervention.